Event description:
It was reported the patient was going to have MRI¿s last wednesday but then contracted a virus in the hospital and her lungs shut down. The patient was just now getting back to a state where she could do an MRI procedure. An MRI could not be done of the pump because the patient couldn¿t breathe very well. The system was being used to deliver bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).